Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:28:30. During night drain cycle three, the patient's ultrafiltration reading was 1275ml, indicating the home patient (hp) drained 1275ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1275 ml during therapy initiated on (B)(6) 2011 at 00:28, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 00:28. The last cycle (4) was ended. Therefore, the uf from drain 4/4 gets lumped together with the uf from the previous cycle, (1198 ml + 74 ml = 1272 ml). Review of the event log revealed the user's actual drain volume during cycle 4 was 2998 ml. The actual drain volume of 2998 ml is 150% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.